Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate a longitudinal tear measuring approximately 11mm in length beginning at the distal balloon cone transition measuring proximal. Inspection of the balloon presented no irregularities in the balloon material or the ro markers. There is no evidence of any material or manufacturing deficiencies. No other damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous mid left anterior descending coronary artery. The 3.0x15mm quantum maverick monorail balloon catheter was advanced. During the first inflation, the balloon ruptured at 12atm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the purpose of the procedure was predilation and that the device was able to be removed intact. The procedure was completed with a 3.0x15mm quantum maverick monorail balloon.